Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed the apply sample message. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt provided the info that the product issue started on (B) (6) 2010 at 8:00am. The pt said she took her usual dose of 70/30 insulin at 8:30 am. She claims she had blurry vision and was nauseated and weak 4 hour after the product issue started. The csr documented that the test strip completely drew in the sample; however, the apply sample issue was not resolved. The pt's product was replaced. This complaint is reported because the pt alleges that the lfs meter displayed the apply sample message, she took insulin and afterward experienced blurry vision, nausea and weakness.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.